Manufacturer narrative:
Health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/ iii and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Physician later reported baker grade "ii-iii", "any creases", "intracapsular leak seen before removal" and "implant with gel bleed + silicone in the pocket." The device has been explanted and replaced.